Manufacturer narrative:
(B)(4). (B)(4). Suture torn and balloon puncture. Evaluation summary - the band was returned with the suture torn. While it was not possible to draw a definitive conclusion regarding the root cause, it can tentatively be concluded that excessive force on the extender during band placement may be the root cause of the suture breakage. A review of risk assessment documentation as well as the design history file was performed. It was noted that the extender and suture hole was designed to withstand the insertion force required. High pulling force may be required when inadequate tunnel dissection has occurred. Device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process.

Event description:
It was reported that during a lap gastric band procedure, when the band was passed in the retro gastric space the suture tie broke on the band. Another device was used to complete the procedure. There was no adverse consequence to the patient.